Manufacturer narrative:
Used (B)(6) 2019 as event date as the exact date was not provided. Device evaluated by MFR.: the returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 17 mm from the tip. There is blood in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 06-may-2019. It was reported that balloon leak occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, a leak of contrast was noted from the proximal part of the balloon. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported. However, returned device analysis revealed balloon pinhole.